Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong are identified in d2 and g4. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2022, a 40-year-old female patient underwent a port placement procedure using MRI power port isp. On (B)(6) 2025, 2 years 8 months 13 days post a port placement, the catheter rupture was detected by tip malposition. On (B)(6) 2025, the port was removed by stripping.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong are identified in d2 and g4. Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation review: one power port isp MRI implantable port with an attached groshong catheter in two segments was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. A complete circumferential break was observed to the attached catheter distal to the cath-lock that was elliptical in shape. The distal catheter segment was returned. A complete circumferential break was observed to the proximal end of the distal catheter segment that was elliptical in shape. The edges of the complete compound break on the distal end of the attached catheter were noted to be jagged. The surface was noted to be granular throughout. The edges of the complete compound break on the proximal end of the distal catheter segment were noted to be jagged. The surface was noted to be granular throughout. Therefore, the investigation is confirmed for the reported catheter fracture and material separation issues. However, the investigation is inconclusive for the reported migration issues as supporting evidence of the reported migration/expulsion is not available. A definitive root cause could not be determined based upon the provided information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2022, a 40-year-old female patient underwent a port placement procedure using MRI power port isp. On (B)(6) 2025, 2 years 8 months 13 days post a port placement, the catheter rupture was detected by tip malposition. Reportedly, the catheter allegedly found material separated. On (B)(6) 2025, the port was removed by stripping. The current status of the patient was unknown.